Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device did not power up in patient use. The device was in use on a patient, however there was no adverse impact to the patient or user.